Manufacturer narrative:
Correction to section d. Suspect medical device was discovered on (B)(6) 2020. The catalog# was submitted as 02p56-42 but should be 02p56-21 (irving, texas manufacturing site).

Manufacturer narrative:
Patient information, no specific patient information provided. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely elevated architect ldh result of 337 u/l was generated for a patient sample that retested at 151 u/l on the same architect analyzer and 132/136 u/l on a different architect analyzer. The customer's normal range is 125 to 220 u/l. No adverse impact to patient management was reported.

Manufacturer narrative:
This incident was inadvertently submitted under the incorrect suspect medical device manufacturing site. The error was discovered on june 10, 2020. MDR number 3002809144-2020-00471 was submitted to correct the manufacturing site from irving, texas to wiesbaden, germany.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of product quality history, and a review of product labeling. The ticket searches determined there were no other complaints similar to the current complaint issue and the tracking and trending report review determined that there are no related trends. Return testing was not completed as returns were not available. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.